Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there was a compressor high temperature in refrigerator. A field service engineer (fse) cleaned the condenser coils and verified that both the condenser fan and interior fan were operating properly with no obstructions. Fse restarted the unit and monitored the temperature stabilization. The temperature dropped and held within the normal operating range of 39-42°f. Final testing confirmed normal operation and customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the refrigerator displayed an error message indicating a compressor high temperature condition. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.